Event description:
It was reported there were filling issues with the patient's pump. It was stated, "37 ml aspired and 30 ml filled before event". There were no patient symptoms reported and the patient was listed as "alive - no injury". The pump was used to deliver morphine, prialt/ziconotide and naropeine. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received clarified the event. 37 ml were removed from the pump and only 30 ml was filled before a valve lock occurred. No troubleshooting/diagnostics occurred. The pump remained implanted and worked properly.

Manufacturer narrative:
(B)(4).